Event description:
Evaluation revealed that the force sensor resistance reading was out of calibration.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the force sensor resistance reading was out of calibration. Review of the pump download history did not reveal any loss of prime warnings or "no cartridge detected" warnings. During the load step, the pump did not detect the cartridge and dispensed some fluid before detecting the cartridge. The pump was exercised without alarms occurring.